Event description:
Same case as 2134265-2008-00241 and 2134265-2008-00243. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician initially placed a taxus express2 drug eluting stent, unk size, to the left circumflex (lcx) artery. A maverick2 2.20x15mm balloon was then advanced just distal to the stented vessel and used for pre-dilatation, which resulted in a dissection. The physician then attempted to place a taxus express2 2.75x32mm drug eluting stent to treat the dissection, but was unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the stent edge was lifted. The physician then attempted to place a taxus express2 2.75x28mm drug eluting stent, but strong resistance was encountered during attempts to cross the previously placed stent. During removal of the sds resistance was also encountered and stent damage was noted. The procedure was completed successfully using another taxus stent, same size. No pt complications were reported. Pt status post procedure is noted as good.